Manufacturer narrative:
H3: additional information received states that there is no allegation with the device and the device working fine. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the ortho (tha and tka) procedure there was a dura tear and the surgery was aborted. Since the patient was a bit heavier they took more CT to fluro x-rays to help with registration. With new updated x-ray's they were able to register successfully. There was a yellow circle of accuracy at l3/l4 but no shifts. The manufacturer representatives checked as well and there were no shifts at l3 or l4 before the beginning of the guidance system portion of the surgery. The patient was wide enough that the doctor had to lean on patient to instrument on l3 and l4. It was discussed with the surgeon that they have to be careful about movement with heavier patients. They sent the guidance system arm to l3 and it was more medial and they had to re-plan to lateralize it and then they sent it to the new trajectory. They placed the dialator and canula down on navigation it appeared where it was supposed to be. When they went to drill the patient physically moved and so the surgery was aborted. They removed the guidance system arm. The surgeon saw that there was a dura tear when looking through the microscope. The dura tear was with the midas drill. The guidance system did not say shift detected. They physically saw the shift and aborted the surgery. The patient was only strapped down at the legs. It was also reported that there was a delay in procedure for less than one hour.

Manufacturer narrative:
H3: no conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.